Event description:
It was reported that the device had never helped with tremors since it had been implanted in 2010. The device had barely done anything. The manufacturing representative had been at the patient¿s replacement surgery and had used his previous settings. It was estimated that the patient was receiving about 50% improvement. The patient and the patient¿s wife were happy with the tremor benefit post operatively. No device related issues had been noted and impedances were normal.

Manufacturer narrative:
Concomitant: product ID 7482a40, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 3387s-40, lot# v399857, implanted: 2010-(B)(6), product type lead. (B)(4).